Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic console emitted inadequate ultrasound during the cataract surgery. The system was switched to the chop step and subsequently returned to sculpting. However, upon returning to sculpting, the system's behavior was perceived as irregular, and therefore the handpiece was immediately removed. The patient had a severe corneal injury, consistent with a corneal burn in the incision area with lesion morphology, hardened appearance of whitish corneal tissue and open was incapable of self-sealing. The patient was placed with three nylon sutures to achieve a wound closure effect. The surgery was immediately suspended and patient observed with wound leakage on postoperative day. The current outcome of the patient¿s condition was unknown. Additional information has been requested but is not available at the time of this report. Additional information provided that severe burn of the main corneal incision, preventing airtight closure of the anterior chamber, with spontaneous leakage of aqueous humor at the postoperative check the following day despite suturing and surgical intervention the corneal incision with new nylon sutures, sealing of the wound edges with cyanoacrylate, and use of a therapeutic contact lens. The current outcome of the patient condition was no current aqueous humor leakage; significant corneal edema, with probable high irregular astigmatism secondary to corneal tissue traction from the burn and scarring. Additional information received that the surgery was completed, and an intraocular lens was implanted, and ophthalmic handpiece was used during the surgery and lack of ultrasound was observed when attempting to create the groove. The procedure was switched to the chop function, which resolved the issue, and then the sculpting step was resumed to continue the surgery. By the time the sculpting was complete, the wound was already completely burned.

Manufacturer narrative:
The company representative deinstalled the system and there were no further actions taken. Based on the information obtained, the root cause of the reported event(s) is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The potential cause of a corneal burn can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. Based on the information obtained, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that patients¿ current condition was improving at the time of this report.